Event description:
It was reported that the device exhibited a cassette won't latch issue. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lens and a bubbled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed ?cassette locked but not latched." A functional test was performed and the reported issue was duplicated. The latch lock sensor was unable to read if the cassette was locked or not. The latch lock sensor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. D10 and h3 updated.